Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, while the veterinarian was tying off pedicles, the veterinarian couldn't apply tension to the suture without the suture breaking. The procedure was completed using additional suture. There were no consequences reported. No additional information was provided.